Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient product ID 377760, lot# v004735, implanted: 2006-(B)(6), product type lead product ID 377760, lot# v003346, implanted: 2006-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and that he never had therapeutic effect. It was stated that the stimulation was going on and off for 4 months and at the time of the report he was not feeling the stimulation at all. It was reported that 4 months prior to the report the patient was told the ins would be depleted by the (B)(6) of 2013. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a decrease in effectiveness of stimulation. It was noted this was an ongoing event. It was noted the patient needed to continually increase the amplitude of stimulation in order to get the same results. The device was interrogated and noted as working properly. The event was noted as possibly related to the device or therapy and not related to the implant procedure. Intervention included reprogramming in august 2013. The patient was not able to increase the stimulation higher than 3.0v. He was not able to adjust the stimulation and it was found that the upper limit was reached. Upper limit was reached at 3.0v on programs 1 ,2 and 3. He was reprogrammed on 08/16/2013 because program 2 quit working a couple weeks ago. He was now on group b. He does not get any relief at 3.0v, the device was usually into 4-5v. The company representative confirmed that they met with the patient. His limits were set and the device was reprogrammed. He was happy in the end with everything.